Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of pocket tenderness. It was revealed that the patient's pocket exhibited wound dehiscence and had an unspecified pocket infection. The pocket was reoperated on (B)(6) 2021 and antibiotics were administered. The patient was stable.